Manufacturer narrative:
The us IFU lists occlusion and other access site complications requiring endovascular and surgical interventions as a possible adverse event. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. The male patient had a 7.25mm diameter right femoral artery with minor calcification. It was reported that all steps of deployment were correctly done for manta 18f, and immediate hemostasis was seen. A post procedure angiogram showed a 100% rfa occlusion. The physician attempted to cross the site with a guidewire and balloon from the contralateral side and was unable to cross the occlusion. A surgical cut down was performed and the manta was seen as "deployed correctly" and in the correct position. The occlusion was determined by vascular surgeon to be a result of a piece of dislodged calcium. The manta was ex-planted and the vessel was repaired. The patient was reported to be fine following procedure.

Manufacturer narrative:
The device was not returned for investigation. The cause of this complaint was determined by the vascular surgeon to be dislodged calcium seen during a surgical cut down not related to the manta device deployment. The manta device was seen during the surgical cut down as located correctly. Based on the information reviewed, there is believe to be no product quality with respect to manufacture, design, or labeling.